Event description:
A 6.5 mm cancellous screw was being predrilled through the cup and the drill broke. The drill bit was retained in the ilium beneath the surface. The drill bit was palpated with the depth gauge and noted to be counter-sunk. Broken off piece was not retrieved.